Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the therapy electrodes, as well as, itchiness/swelling on the ears. The patient's mother believes the skin irritation on the patient's ears is because of the lifevest. The patient followed up with a physician, who reported that the skin irritation may be caused by stress and advised the patient to use a topical medicine on the irritation. Follow up indicated that the skin irritation is improving.